Event description:
Contact reported that the monarch screw was found to have broken after 9 months implantation. A revision was performed and the screw was removed. As surgical intervention occurred an MDR is being filed to document this event.